Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotalink advancer and burr catheter. The handshake connection, coil, burr and sheath were microscopically and visually examined. The annulus of the burr was damaged and blocked. The blockage appeared to be a metallic material consistent with a guidewire. The handshake connection was kinked. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02381. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During procedure, sizing up of the burr was performed and after pulling out the 1.25mm burr, 1.50mm burr was advanced along with the floppy wire. When test rotation was performed, the wire got separated. The wire got possibly kinked during the operation or removal of the 1.25mm burr. Then the 1.5mm burr may hit the kink point and then the wire became fracture. The burr never entered patient's body and the wire was simply pulled out of the patient's body. Procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2018-02381. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During procedure, sizing up of the burr was performed and after pulling out the 1.25mm burr, 1.50mm burr was advanced along with the floppy wire. When test rotation was performed, the wire got separated. The wire got possibly kinked during the operation or removal of the 1.25mm burr. Then the 1.5mm burr may hit the kink point and then the wire became fracture. The burr never entered patient's body and the wire was simply pulled out of the patient's body. Procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.